Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant alarm. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Review of the event history log showed occurrences of "delivery too slow" alarms. The device passed all functional tests. Based on the investigation, the complaint allegation was not confirmed. According to the investigation, this issue was a result of the customer setting the delivery settings too low. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.